Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09612. It was reported that the patient presented remotely via merlin. Net. Review of transmissions revealed that the pacemaker exhibited oversensing of noise on the right atrial lead resulting in pacing inhibition. No device intervention was performed. The patient was stable.